Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Exact date of event is unknown, however best estimate date is (B)(6) 2019. Expiration date: unknown as product serial number was not provided. Catalog#: a complete catalog# is unknown, as product serial number was not provided. Serial#: unknown/not provided. UDI #: UDI # is unknown as product serial number was not provided. (B)(6). Device manufacture date: unknown as product serial number was not provided. (B)(4). Manufacturing record evaluation: the manufacturing record review could not be performed since the serial number is unknown, not provided. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to unexpected post-op refraction following incorrect biometry by one diopter. Through follow-up we learned that the biometry and calculation were confirmed to be correct. The patient opted for an explant to improve the post-operative result of -075 post-op. The target was somewhere around -0.5 which was within the accepted range for the surgeon, but the patient insisted on explant. The newly implanted lens is a 30.5 diopter. No additional information was provided.